Event description:
According to the distributor's report, the device was used to close a nose laceration located between the eyes. During application, the adhesive dripped into the right eye and glued it shut. The eye was flushed with saline. Petroleum jelly was applied and the eye was gently worked open. The patient was referred to an ophthalmogist. No further information is reported.